Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that, a picu patient was being treated for a clabsi when the IV tubing broke at the pump segment. There was no patient harm.